Event description:
Information received by medtronic indicated that the insulin pump had a motor arm cannot communicate with the main arm error alarm. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The insulin pump was returned for insulin pump error alarms found on june 19, 2022. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed the displacement test. Multiple insulin pump error alarmed during self-test and was confirmed in the formatted history file (variable info = 3) on june 19, 2022 16:24:50. Multiple insulin pump error (line number 2727 file number 32122) alarms on june 19, 2022 15:29:17. Insulin pump was cut open to perform visual inspection and found moisture damage on the electric board 1 and keypad trace. Test p-cap / reservoir locks properly into place. Power connectors plug in and locked in place properly. Insulin pump shows damage on moisture damage on electric board 1. The following were noted during visual inspection: scratched case, pillowing keypad overlay, damaged display window cover, cracked case, battery tube threads - cracked, and moisture damage. Insulin pump error alarmed during self-test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin# 6 (sda) and pin# 1 (vdd) at keypad assembly. Insulin pump error (line number 2727 file number 32122) alarms on january 12, 2022 18:28:22. ). Insulin pump error alarms confirmed in the insulin pump history/trace files on january 12, 2022 18:28:22 due to hardware error confirmed in insulin pump error. Exposed to moisture damage confirmed in the electric board 1 and keypad trace. Missing segments/partial display confirmed. Partial display confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.